Event description:
It was reported that the patient has amyloidosis, which requires high threshold, but the right ventricular lead had no capture even at very high outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.